Manufacturer narrative:
The reagent lot number is 779375 with an expiration date of 30-nov-2024. The investigation reviewed the calibration and qc and the results were within specifications. The field service engineer (fse) inspected the module and found excess water in the cuvettes, loose tubing at the rinse station, and water droplets at the rinse station and reagent probe. The fse performed reagent probe adjustments and cleaned the rinse station. The investigation determined the event was consistent with contamination of the reaction by water droplets. A reagent issue can be excluded as the calibration and qcs were acceptable and a correct rerun was performed with the same reagent. After service, the module's performance was verified.

Event description:
The initial reporter received a questionable crep2 (creatinine) result from one patient sample tested on the cobas 8000 c702 module. On (B)(6) 2024: the initial result of the initial patient sample was 1067 umol/l. On (B)(6) 2024: the result of a new patient sample was normal. The repeat result of the initial patient sample was 95 umol/l.